Manufacturer narrative:
D10 concomitant products: lf1837, blunt tip sealer divider lf1837 (lot#:51710085x), vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy and salpingo-oophorectomy involving dissection of tissue around the uterus, two handpieces were reported to have a jaw issue, making it difficult or impossible to open, and became stuck on tissue. The jaws were forced open to remove the device, which resulted in an extended surgical time of 10 minutes. Another ligasure device with a different lot number was used successfully with the same generator. There was no patient injury.